Event description:
It was reported to philips that the device failed during testing due to the battery. The customer requested assistance from a philips representative. The customer explained that the device failed testing and the battery needed to be replaced. The service order was initiated as a means for the customer to obtain a replacement battery and an evaluation of the device was not requested. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery. The customer was informed that the part is no longer available as the device has reached end of life. According to service bulletin (B)(4), the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31- december -2013. All options associated with this defibrillator were discontinued as of 31- december - 2013. The end of support date for the device is (B)(6) 2018. The customer is aware of the end of life terms and the device remains at the customer site.